Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and found out the ethernet cable connecting sound at the central station was unplugged for sound device. The fse corrected the issue and sound was audible. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that they could not hear alarm sound at the central . The device was in use at the time of the event. No adverse event occurred.